Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high and low o2 concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
The user facility performs service of their ventilators by themselves and did not request any service. It has not been communicated if any parts were replaced. The investigation of the provided ventilator logs confirms the reported event of alarms for low o2 concentration. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Pre-use check was successfully performed prior ventilation was started. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
(B)(4).